Event description:
It was reported that veterinary hemostatic bone putty was used in ventral slot. The surgeon found the material to be too soft. Packing it to stop cancellous bleeding was difficult and seemed to need quite a bit more of the substance to get it to pack. When too much was used, trying to remove some of it caused bleeding to start again. The surgeon suggested that partial cause may have been that it was a procedure on a very small dog that did not leave much room to apply the material. Bone wax was used in place of the putty. No harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. A review of the device history records was performed and showed that there were two non-conformances for this lot. Since product was not returned for investigation, it cannot be determined if the non-conformances are relevant to the complaint condition. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event: date provided on (B)(6) 2013.

Event description:
Dog being treated for intervertebral disc herniation c4-c5.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Corrected data: operator of device was a health professional. Original awareness date is 04/26/2012.

Event description:
This is report 1 of 1 for complaint (B)(4).